Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested by mail on 01/17/2007. Additional information was by phone on 02/09/2007. To date, a completed questionnaire has not been received.

Event description:
A surgeon reported that during injection of the intraocular lens, the haptic stuck to the optic. While attempting to loosen the haptic from the optic, the capsulorhexis started to tear and an anterior vitrectomy was required. Subsequently, the haptic detached and the lens was placed in the sulcus. Additional information has been requested including the pt's current status.